Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient underwent a myosure and sonata procedure on (B)(6) 2026. The procedure was initiated using a myosure device for a 8cm fibroid. Due to the fibroid being calcified it was difficult to resect. The physician then used the sonata device to soften the fibroid. The physician then returned to using the myosure device to start resecting the remainder of the fibroid, when it was noted that the physician resected the posterior wall of the uterus. The physician then chose to perform laparoscopy and confirmed the uterine perforation. It was confirmed that there is no injury to the rectum. The physician then sutured the uterine perforation. The patient was admitted overnight for observation. Later that evening, the patient presented to the emergency department with pain. A computed tomography (CT) scan was performed and was unremarkable. Two laboratory studies showed the patient was nontoxic. Pain subsided and the patient was discharged. The patient will be going back to the hospital for another laparoscopic procedure for follow up the week of (B)(6) 2026. Additional information was received that the patient presented with pain and low grade fever the following day and the pathology report confirmed that there was a full thickness bowel tissue present in the sample. Patient was admitted to the operating room to find the defect and no additional information was received. No other information available.